Event description:
Post investigation findings revealed that the barrel and flange damaged reported is actually barrel cracked.

Manufacturer narrative:
(B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is barrel cracked. One photo and one sample of a 10ml eurographic syringe (p/n - 300912) were received for evaluation. The sample received loose has a crack on the barrel on the non-scale marking area extending 2 and a 1/4". The photo of the syringe shown loose filled with an unknown clear fluid shows the crack in the barrel as described above. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3208442 showing no other rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics barrel/flange was damaged. The following information was provided by the intiial reporter translated from french to english: "the luer-lock syringe 10ml ref (B)(4) (batch 3208442 exp 30/06/2028) split along the entire length of the body after the product was collected using a spike positioned on the jemperli® vial. The entire dose of jemperli® taken from the syringe (10ml or 500mg) was then unusable."